Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider via the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient felt burns around the ins and scar for months. The dermatologist did not know if it came from allergies or if it was due to a heating ins. It was unknown if there were any external contributing factors. Diagnostics/troubleshooting was performed, a biopsy was done and showed inflammation and burns in the tissues. Anti-inflammatory treatment was done but had not results. The ins was planned to be explanted on (B)(6) 2019. The issue was not resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
H3: device analysis for ins nma732411h revealed no significant anomaly. The ins was functionally okay. The ins passed functional testing including monitoring the ins for heat. Foreign material was observed between the techothane connector cover and the silicone rubber that is over the connector ports, but this has no impact to the device performance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the burns were present continuously, but it was in hd and did not modify its stimulation. Even when stopped it seemed to persist a burn. The patient was not known to be allergic. Allergy tests were not yet done. There was no infection. The biopsy was performed subcutaneously at the scar at the location of the ¿pile¿. The complaints have disappeared since the removal of the device. After explant the ins seemed abnormal at the junction of the probe. Overheating of the plastic was questioned.